Event description:
Display-backlight failure (device issue). Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with ikaria regarding a device issue with inomax dsir# ds20100603. The device was not in use on a patient and no adverse event was reported. The rt reported a blank display with inomax dsir# (B)(4). She stated that the screen went blank while performing the low calibration. Device plugged in and main power light indicator was green. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation. Case comment: on 04/01/2015: the device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR# 3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 03/19/2015. Device evaluation summary: inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) log review revealed numerous delivery failure (df) alarms for backlight current below minimum. The rsc did not experience the reported complaint of a blank screen or a df alarm during testing. The rsc replaced the touchscreen/display as a precaution. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was display-backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR#3004531588-2013-00023).